Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing indicated that the washer on the position potentiometer was too tight, which caused the check clutch alarms. The washer on the position potentiometer was corrected. After repair, the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.